Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's reported blood glucose levels were 398 mg/dl, 440 mg/dl. The customer stated that the drive support cap appeared to be normal. The customer also stated that the insulin pump had passed the self test. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.